Event description:
It was reported that the patient presented with an infection after a recent implant. The generator was explanted. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.